Event description:
It was reported that left ventricular (lv) lead dislodged was noted via chest x ray. Loss of capture was also noted. The lead was explanted and replaced. The patient is in stable condition.